Event description:
It was reported that the patient received multiple inappropriate shocks from the right ventricular (rv) lead. On interrogation it was observed that there was high impedance, increased short interval counts (sic), and non-sustained tachycardia episodes. A lead warning triggered. It was noted that the patient had done heavy construction work three or four days prior to the event. The detections were turned off. During the replacement procedure the lead could not be removed due to fibrous tissue. The physician decided to implant a lead from the right subclavian at a later date. The patient remains hospitalized and the rv lead remains in use. It was also reported that the device was implanted after the use-before date. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant: 559453 implantable pacing lead 2010-(B)(6). (B)(4)